Event description:
Customer reported he received the following readings from his adc blood glucose meter on (B)(6) 2012, which were higher than he felt: 10.1 mmol/l (182 mg/dl) this reading was also reported as being 10.9 mmol/l (196 mg/d) in the case, at 9.15 pm, 10.4 mmol/l (187 mg/dl) at 9:17 pm, 9.5 mmol/l (171 mg/dl) at 9:23 pm, 7.8 mmol/l (140 mg/dl) at 9:27 pm and 8.2 mmol/l (148 mg/dl) at 9:30 pm. Customer further reported that at 9:30 pm he felt "nauseous", was "sweaty" and then experienced a loss consciousness. No third-party medical intervention was required. Customer self-treated by eating a piece of candy given to him by his wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4) all pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported meter and strips were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory.